Event description:
Customer reported an over infusion of vasopressin. The event occurred in sicu. An infusion of vasopressin, 100 ml bag, was programmed to infuse at 9 ml/hr. At 12 noon, the over infusion was identified when the pharmacist noted 4-100 ml bags had been used for this pt over a 6-hour period. Vagus report received that "the pt's peripheral mottled vasoconstriction issues resolved and the pt's intra-abdominal pressures were within normal limits." No long-term adverse pt harm reported and no specific medical intervention procedures were provided. Clinical engineering evaluated the device. The infusion was programmed on channel d, the logs indicated a rate of 9 ml/hr, vtbi of 31.7 ml, duration 3 hours, 31 minutes and a primary vi=50.1 ml, a secondary vi=o. Add'l event info received: the medication was hung as a primary line. The pt was last reported as being stable. The nursing staff did not share if add'l tests were performed. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The reported complaint of an over infusion condition was verified and replicated during the investigation. A review of the event log indicates that channel d was programmed as reported by the customer to infuse at 9 ml/hr. Rate accuracy testing was performed on channel d using a new disposable set and infusing at the incident rate of 9 ml/hr. Periods of uncontrolled flow was observed when the mechanism was in the "homed" position. The uncontrolled flow would last a few seconds then returned to expected flow patterns. The test was terminated after 10 minutes due to uncontrolled flow. The actual flow rate was measured at 188.81 ml/hr ((B)(4)). Internal inspection revealed both bottom pumping mechanism screws and the top right side screw on channel d were not screwed down completely to secure the assembly. The bottom right side and top left side mechanism screws on channel b were not screwed down. Ground wire from the front to rear case was missing. Both channel display boards were missing a screw and the power supply board was missing one screw. All four mechanism screws were torqued down to the correct torque and rate accuracy testing was repeated on channel d at the incident rate of 9 ml/hr. No periods of uncontrolled flow were observed. The actual rate was measured at 9.12 ml/hr ((B)(4)). Results indicate that when the pumping mechanism is secured properly to the front case the channel is delivering fluid within specs. The root cause of the reported overinfusion was improper assembly of the pumping mechanism to the front case. Three of the four mechanism securing screws were found to be in place, but not screwed down completely allowing the mechanism to back away from the front case and not control fluid flow properly. Based on the fact that the instrument seal was broken and there are no carefusion service records on this device, the improper assembly appears to have occurred at the customer facility.